Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, recurrence and mesh migration. After the original procedure additional surgeries were performed, including revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, recurrence, mesh migration, mental pain, injury, disability, impairment, loss of enjoyment of life, and defective mesh. After the original procedure additional surgeries were performed, including revision.

Manufacturer narrative:
Additional info: b5, h6 (patient codes) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient mesh experienced granulomatous response, injuries to nerves, improper wound healing, infection, seroma, wound drainage, abscess, neuroma, fistula, pain, recurrence, mesh migration, mental pain, injury, disability, impairment, loss of enjoyment of life, and defective mesh. Post operative patient treatment included additional surgery, revision surgery, palpation, debridement, mesh excision, omphalectomy, neuroma excision, and abdominal wall reconstruction.

Manufacturer narrative:
Additional info: ime e2402: "neuroma"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient mesh experienced infection, seroma, wound drainage, abscess, neuroma, fistula, pain, recurrence, mesh migration, mental pain, injury, disability, impairment, loss of enjoyment of life, and defective mesh. Post operative patient treatment included additional surgery, revision surgery, palpation, debridement, mesh excision, omphalectomy, neuroma excision, and abdominal wall reconstruction.

Manufacturer narrative:
Ime e2402: labs abnormal for hemoglobin; hem atocrit, mass, lipoma. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after a procedure where this device was implanted, the patient mesh experienced granulomatous response, injuries to nerves, improper wound healing, infection, seroma, wound drainage, abscess, neuroma, fistula, pain, recurrence, mesh migration, mental pain, injury, disability, impairment, loss of enjoyment of life, defective mesh, labs abnormal for hemoglobin; hematocrit, staph, scant diphtheroides, phlegmon, fluid collection, rare peptostreptococcus, prevotella species, fibrosis, chronic inflammation, abdominal pain, drainage, anemia, bleeding, exposed mesh, cellulitis, abdominal wall dehiscence, pus draining, bulging, tenderness, redness, periumbilical pain, chronic pain syndrome, abdominal cramps, mass, hypertrophic scar, lipoma, partial mesh incorporation, ambulation difficulties. Post operative patient treatment included additional surgery, revision surgery, debridement, mesh excision, omphalectomy, neuroma excision, abdominal wall reconstruction, CT scan, multiple hospitalizations, incision and drainage of abscess, zofran, morphine, IV fluids, closure of abdominal wound, partial removal of mesh, flap reconstruction of abdominal wall, exploration of abdominal wall, use of acell xenograft, umbilectomy, jp drain, use of abdominal binder, pca, IV zosyn, ultrasound guided peritoneal/retroperitoneal drainage, hernia repair, excision of lipoma.